Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having difficulty connecting her device to her remote monitoring app. The device transmitted successfully on its own before technical support could be contacted. No intervention was performed. The patient was stable.